Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician identified the slack of this right atrial (ra) lead was sub-optimal. As result, the patient underwent a revision wherein the lead was explanted and replaced with an alternate. No additional adverse patient effects were reported.